Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 scs systems, 1 thoracic and 1 cervical. It was reported the pt was no longer receiving stimulation and was unable to communicate with or charge his ipg for his cervical system. The sjm representative confirmed the issue. It is unk when the pt last charged the ipg. The pt is to consult with his physician regarding undergoing surgical intervention as the next course of action.